Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the spine clamp driver was deformed. It was reported that the clamp could not be tightened with the driver. The reported issue was discovered prior to the procedure. There was no patient present when this issue was identified. No additional information was provided.